Manufacturer narrative:
Date sent to the FDA: 04/16/2021 additional information: d9, h6 the manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: visual analysis of the returned sample determined that an empty labeled winding former, a detached needle and a suture piece of product code sxpp1a410 was received for evaluation, the swage and attachment area was noted to be as expected, damage was noted in some barbs and the fixation tab and part of the suture was cut appears to be by use of the surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 04/16/2021 corrected information: d3, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: lot number? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent an orthopedic surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the tab was damaged when the needle was moved in the opposite direction during the first tab fixation in the continuous suturing. No adverse patient consequences were reported. Additional information was requested.